Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a recently implanted patient had an opened incision at the ipg site and started draining. The patient went to emergency room (ER) and was placed on antibiotics. It was unknown if the cause was device or procedure related.